Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ('physician mentioned that the patient had an x-ray and shows that there is a fractured essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: there is a fractured essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ('physician mentioned that the patient had an x-ray and shows that there is a fractured essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: there is a fractured essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.